Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was damaged with stripped threads and was not able to secure to the pump to power on the pump. There was evidence of moisture contamination inside the battery compartment. Leak testing showed a battery compartment leak. The returned battery cap was able to fit securely to maintain an electrical connection. During investigation, the pump powered on using a test battery cap and the pump was exercised for 12 hours with no power loss or power interruptions occurring. The complaint of intermittent power was duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.